Event description:
A sapphire epidural pump was used to manage pain for this patient after surgery. The pump was initiated in the pacu. The pump was programed to deliver patient controlled analgesia (pca) as needed. The patient was then transferred to the surgical nursing unit. The patient used the pca remote appropriately, but did not receive pain medication as intended. His nurse checked all of the settings and found them to be accurate. On querying the pump for pca doses delivered she discovered no doses were administered, nor were any pca activations recorded. The nurse physically checked the pca remote and discovered it was inadvertently plugged into the mini cradle splitter, which housed the pump, not into the pump itself. The sapphire pump and the splitter share a common, universal port style which will accept both the ac power cord as well as the pca remote cord. The splitter ac cord can either be plugged in to the splitter cradle or into the pump directly to supply power to the pump. Of note, the remote cord can also be plugged into the pump as intended or into the splitter ports; if plugged into the pump it will function as intended, if plugged into the splitter it won't. The consequence is that the patient does not receive medication as intended. We suggest that the remote pca cord be configured to plug into the pump alone, with a unique style of port that will only accept that cord. Alternatively, the mini cradle splitter could be adapted to communicate a commands from the remote pca cord should the cord be plugged into the splitter instead of the pump. We laud the effort to use universal ports so the ac power plug can be attached at any of the ports, but the unintended consequence is that the pca remote can be plugged into a port that does not allow it to function. No serial number or UDI accompanies this report as the issue is endemic to the model, not just to any one device particularly.